Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had closed head injury due to motorcycle accident and was hospitalized. During hospitalization, it was indicated that the device disconnected from the flange and patient was hooked to a ventilator. It was indicated that the outcome of the adverse event was hospitalization. No further information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.